Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient stated they had an extremely low on the cgm; however, they could not provide a value but it was 70 points ff from the paramedic's readings. The patient was not treated by the paramedics but was transported to the hospital. At the hospital the patient was provided a glucagon injection. The patient later reported a cgm value of 339 mg/dl and bg 251 mg/dl. The patient was in the hospital for 4 hours. At the time of the report, the patient was doing good. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
On (B)(6) 2022, the patient stated they had an extremely low on the cgm and they were "out of it"; however, they could not provide a value but it was 70 points off from the paramedic's readings.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the initial MDR, "on (B)(6) 2022, the patient stated they had an extremely low on the cgm; however, they could not provide a value but it was 70 points ff from the paramedic's readings."